Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and photographic inspection of the sample noted one suture and one needle. The needle was separated from the suture. Further visual inspection noted that the needle swage was broken off and a suture end was split. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure when stitching the uterus, the needle was detached from the thread. Another suture was used to complete the case. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, when they opened the device and about to use it, the needle and thread broke. There was no patient injury.